Event description:
Upon attempting to place new central line over guidewire, guidewire met resistance in catheter. During removal of guidewire, guidewire snapped inside catheter. Catheter was immediately clamped, pulled and full guidewire remains found in catheter. Completely new line placed.what was the original intended procedure?to place central line.